Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: size 4 accolade ii 132 deg; cat# 6720-0435; lot# 55044703 tritanium revision acetabular; cat# 509-02-64g ; lot# 3r2h5x. Gap plate screws; cat# 2080-0025; lot# vp312j. Gap plate screws; cat# 2080-0020; lot# unknown. Unknown screw 3 of 6; cat# unknown; lot# unknown. Unknown screw 4 of 6; cat# unknown; lot# unknown. Unknown screw 5 of 6; cat# unknown; lot# unknown. Unknown screw 6 of 6; cat# unknown; lot# unknown. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mkx107. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to infection. The entire hip construct (stem with cement, head, liner, shell, 6 screws) was removed.